Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that drawer 4.1 would not open and also discovered that one of the solenoid wires was sliced. The fse replaced the solenoid and tested the drawer in diagnostics, and all tests passed successfully. The customer was able to access medications, and all functions tested good. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height cubie drawer on the ld machine at the main campus not opened. Drawer failed open and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.